Manufacturer narrative:
Approximate age of device ¿ 3 years and 1 month. The event occurred at the (B)(6)center. Device evaluation: the pump was returned assembled with the driveline cut approximately 14 inches from the pump housing; the distal portion of the driveline was also received. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No device-related issues were identified through the analysis of the returned device. A direct correlation between the device and the reported event could not conclusively be established. The instructions for use lists stroke as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient collapsed due to a thromboembolic stroke. The patient was found down in respiratory arrest and with pupils dilated and no light reflex. The pump sound was auscultated and it was functioning. An echocardiogram showed blood stagnation. The patient expired on (B)(6) 2016. No additional information was provided.